Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced discomfort and wound was not healing as expected. Incision site was opened and pocket was cleaned. The device remains in service. There were no additional adverse patient effects reported.